Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction of error code e315 (incompatible scope) was confirmed. Based on the results of the investigation, the most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed error code e315. The issue was found during service / maintenance. There were no reports of patient involvement.